Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged firing trigger teeth. Batch # l54014. Additional information was requested and the following was obtained: the representative was with the doctor and it reported that the stapler locked the third shot using green load. Not formed line cutting or stapling, released with the release button and replaced by another ats45 to continue the procedure. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully fired with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bullectomy procedure, the stapler locked. Unknown how case was completed. There were no adverse consequences for the patient.